Event description:
It was reported that the patient implanted with this lead, developed an infection. Subsequently, this lead was explanted. No additional adverse patient effects were reported. This device is not expected for return. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).